Event description:
During review of programming history, it was noted that a faulted system diagnostic test likely changed device settings. While no final or subsequent interrogation is available, a normal mode diagnostic performed after multiple faulted system diagnostic tests show results typical for a device programed to a 0 ma output current; however, the device was not interrogated or programmed to a 0 ma output current prior to the normal mode diagnostic test. No adverse events have been reported as a result of this.

Manufacturer narrative:
Previously submitted MDR inadvertently submitted the incorrect patient identifier. This report is being submitted to correct this data.

Manufacturer narrative:
Analysis of programming history.